Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer "we believe that this medication error was not related to the pump itself, but the end-user who manipulated the pump and missed the decimal point when up-titrating a continuous infusion". There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned. Per - customer would like the capability of the alaris pump to alert the rn if there is a xx% (e.g., 10% or 15%) increase or decrease in the drip rate.

Event description:
It was reported by customer "we believe that this medication error was not related to the pump itself, but the end-user who manipulated the pump and missed the decimal point when up-titrating a continuous infusion". There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned. Per - customer would like the capability of the alaris pump to alert the rn if there is a xx% (e.g., 10% or 15%) increase or decrease in the drip rate.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue of an user error was not determined because no products or device logs were returned.